Manufacturer narrative:
(B)(4). The reported event was unknown; however, a low drain volume alarm was identified during a review of the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A simulated therapy, crt (cycler remote toolbox) pneumatic system and crt tempmon heater system was performed and no issues were found. The door assembly was inspected and no issues were found. No non-conforming product was identified that was related to the reported problem. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. It is unknown when the alarm occurred and if the patient was connected. The nurse said they would use the homechoice for that night but have manual supplies on hand. The patient was diabetic, but not on insulin or diabetes medicine. There was no patient injury or medical intervention associated with this event. No additional information is available.